Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form: k113220, k163174.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, the balloon catheter broke while inserting into the sheath. The device was removed and completed the procedure with another of same device. There were no patient complications.

Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form: k113220, k163174 investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. Based on the event details it is possible unintentional excessive force was applied to the delivery system during attempts to insert the device into the sheath. However, based on the available complaint information and the fact that no device was received for analysis, it is not possible to establish what the cause of the complaint was.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, the balloon catheter broke while inserting into the sheath. The device was removed and completed the procedure with another of same device. There were no patient complications.